Event description:
A silicone lens model aa4204vl tore while advancing prior to insertion. The lens was not implanted, and there was no pt contact. The facility stated it is unk if a product malfunction occurred. The model and lot numbers of the cartridge and injector are unk.

Manufacturer narrative:
Investigation is ongoing.